Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri52 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient complained of chest pain approximately one to two weeks post implant. An x-ray was taken and looked normal, but based on patient's symptoms a mico-perforation was suspected. A right ventricle (rv) lead revision was performed where the rv lead was moved from the rv apex to the rv septum. The lead remains in use. No further patient complications have been reported as a result of this event.